Manufacturer narrative:
The device and packaging components associated with this report were not returned. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the reported event without the packaging to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The lid of the sterile packaging was slowly and carefully peeled back but the styrofoam was glued to the top of lid and lifted back with it causing one end of the styrofoam to slip under the patella package and flick it out, therefore becoming unsterile.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint has been re-opened due to product return and is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - complaint reopened due to product return. Review of the returned packaging did not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.